Manufacturer narrative:
We received your event description for the above mentioned devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After an estimated implantation period of approx. 45 months, oversensing on the ventricular channel was reported. Lead remains implanted.